Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose levels were 450 mg/dl and 169 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with manual injections. The customer reported that they experienced vomiting as a symptom for high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer alleged the insulin pump for under delivery because the doctor told him to stop using the insulin pump and start injections. The customer also mentioned that the insulin pump was not working because they changed the reservoir 4 days ago but it was still half full. They customer also had a hard time in pressing the buttons. They stated that the buttons used to be easier to press. The drive support cap appeared normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible over/under delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test. (B)(4).